Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported that the petals were bent backwards on the applicator, appeared crushed, and one petal was missing. She did not use the tampon.